Manufacturer narrative:
The claimed issue was related to unintended standby during ventilation. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. There was no on-site visit as the hospital contacted a third-party for repair. Therefore, root cause to the reported issue has not been determined. H3 other text : 4119.

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779 the serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.